Event description:
Patient reported that the needle button popped out while she was sleeping before the 24 hr therapy was complete. Patient wears the v-go device on abdomen and uses all proper procedures when applying v-go. Patient stated always press round portion of start button and does hear a click but this time while patient was sleeping the needle button popped out. Patient reported sleep's on her stomach sometimes but never had an issue before. Patient wore v-go device for about 10 hrs during therapy before the needle button popped out. Patient discarded the v-go device.